Event description:
Burn blisters on the back [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) (lot number: f28123b, expiration date: apr2014) via an unspecified route of administration on (B)(6) 2012 for back pain. Medical history included stroke on an unspecified date, high blood pressure on unspecified date, right bypass on unspecified date and left stent implant on unspecified date and circulatory disorder of the legs. The pt also received physiotherapy. Concomitant medication included pantoprazole (pantoprazol), diazepam (valcocordin-diazepam), torasemide (torasemide), bisoprolol (bisoprolol), clopidogrel (clopidogrel), levothyroxine sodium (eferox), enalapril (enalapril), formoterol (formotop), lercanidipine (lercanidipine), salbutamol (salbutamol), simvastatin (simvastatin) and tiotropium bromide (spiriva). On (B)(6) 2012, the pt experienced strong burning on the skin despite using the accurate instructions and she experienced burn blisters on the back. Upon follow-up, the pt reported she was seen by a physician. Therapeutic measures were taken in response to the reported event. The burn blisters were surgically removed and treated daily with an unspecified ointment and plaster for one week. Approx one week after treatment by a physician, the pt still experienced approx 2 x 2 cm large second-degree burn at different areas on the back, described as reddening and madescent. The reporting pharmacist considered the event medically significant. There was no relevant laboratory data available. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2012 due to the event. At this time follow-up report, the pt was recovering. According to the reporter, the pt will have scars on the back. The pt had not suffered from other complaints. The pharmacist reported a relationship between the circulatory disorder of the legs and the event as possible. The pt used thermacare heatwrap previously without any problems. The pharmacist reported causal relationship as "not assessable."

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2012): new info from a contactable pharmacist included: pt age, medical history, concomitant medications, therapy start date, therapy stop date, product indication, event onset date, adverse reaction data, event outcome and treatment info of surgical intervention which upgraded this case to a reportable device report. Case comment: based on the info provided, the reported event burns second degree as described in this follow up now considered serious as the event required surgical intervention. The event is assessed as associated with device use. This case is medically assessed as a 30 day reportable case.